Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate results on the subject meter compared to another meter, performed within 30 minutes of each other. No results were provided for either meter but the reporter indicated that the difference was "50 mg/dl". This complaint is being reported because the results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.